Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient was experiencing a loss of therapeutic effect. The patient stated that a couple of weeks ago, prior to (B)(6) 2020, they noticed the stimulator was not helping with their pain anymore. The patient reported they turned the device up to 4.0v but still would not have pain relief. The patient stated their pain had shifted and moved to the other side of their back now and they were having to take pain pills along with their stimulator. The patient wanted to attempt to be reprogrammed and the patient had an appointment with their healthcare provider. No further complications were reported or anticipated.